Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient is requesting to see an orthodontist in person due to their dentist recommendation and mentioning that they think that the loss of bone material was due to negligence on byte's part.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.